Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Right irc filter placement for right lower extremity dvt [deep vein thrombosis]. Physician had difficulty advancing filter through sheath and filter would not deploy into the ivc [inferior vena cava], it went into the right external iliac vein. Physician attempted to retrieve with snare but unable, left in place. New equipment obtained, second ivc filter deployed as intended without issue.